Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to pocket erosion and infection. Reportedly, the physician could see the header coming through the skin. There were no additional adverse patient effects reported. The lv lead was explanted.